Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller with the reset, after which the malfunction did not recur. The customer was informed to contact support again if the issue reappears and acknowledged the guidance.